Event description:
Product use is a dosi-fuser for infusion of chemotherapy (sfu). Infusion was suppose to take 46 hours, took 64 hours instead. Product used out of compliance with MFR's instruction - capilary restrictor not taped to skin. Product instruction sheets not very clear color and description of what side of capillary restrictor to tape to skin. A deviation of 40+ was noted from expected infusion time.